Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted follow up report. The device problem code is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator became inoperative and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator became inoperative and the patient's blood oxygen saturation decreased. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.